Manufacturer narrative:
The suspect unit has been shipped to edwards for evaluation, but has not yet arrived. Once it has arrived the evaluation will be performed and the findings will be submitted in a supplemental report. The device service history record review is pending. Once completed the results will be submitted in a supplemental report.

Event description:
It was reported that there were inaccurate values that displayed with the hemfsm10 foresight elite during patient use. The sensor placement was cerebral. The a1 was reading low at 54. When they exchanged for another cable it started reading at 70 and it corrected the issue. There were no issues with the a2 as it was already reading in the 70s. There were no error messages that displayed. There is no apparent damage noted on the product. There was no inappropriate patient treatment administered. The anesthesiologist is familiar with this product and he used his clinical judgement to assess the issue. There was no apparent patient issue. There was no patient harm or injury. The patient demographics were requested and are not available.

Manufacturer narrative:
The device history record review was completed and all manufacturing inspections passed with no non conformances. The UDI number is not found. The product has not arrived for evaluation. Once it has arrived and the evaluation completed a supplemental submission will be sent with the findings.

Manufacturer narrative:
The device did not arrive for evaluation after several requests. The evaluation could not be completed, there are no findings. H3 other text: device did not arrive.

Manufacturer narrative:
The device was received and the evaluation completed. When tested with a known good working system and with simulators connected, channels 1 and 2 displayed at 65 percent. The cable was moved around and there was no change that occurred with the readings. The system with the suspect device was monitored for two hours and there was no fluctuation in the sto2 readings. There were no error messages that displayed. A visual inspection found no damage to the device. The reported issue was not confirmed. The device history record review was completed with the updated serial number and all manufacturing inspections passed with no non conformances. The corrected date of manufacturing and date of expiration has been placed in this MDR. The UDI was not found.

Manufacturer narrative:
The product has arrived for product evaluation. The evaluation has begun, the findings are not available yet. When available a supplemental report will be sent with the findings. The serial number of the device has been corrected and placed in this submission. The device history record review will be re-done; however, the results are pending. When the results are completed the findings will be submitted in a supplemental report. The UDI number is not found. H3 other text : evaluation begun, no findings yet